Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical prdoucts: guide wire: bsi 300 cm mailman ss 0.014; asahi chikai black 0.018 x 200 cm; ev3 160/10/30 marksman catheter; cook bentson 0.035 x 145. (B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The graftmaster coronary stent graft system instructions for use (IFU) states that the graftmaster is indicated for use in the treatment of free perforations. It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of occlusion and death are listed in the IFU, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 19 mm graftmaster device was filed under MFR report #: 2024168-2018-03525.

Event description:
It was reported that the procedure was to treat a left supraclinoid internal carotid artery 10 mm pseudo-aneurysm. During advancement of the 3.50 x 19 mm graftmaster stent delivery system, it separated into 2 pieces outside the anatomy and was removed without issue. A 2.80 x 19 mm graftmaster stent was advanced and successfully implanted, resolving the pseudoaneurysm; however, the graftmaster occluded and the patient experienced a large infarct of the left cerebral hemisphere. On (B)(6) 2018, the patient died. No additional information was provided.